Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an issue with managed ventricular pacing (mvp) which led to the patient experiencing ventricular tachycardia (vt). The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.